Manufacturer narrative:
Continuation of concomitant medical products : product ID: 97755, serial# (B)(4), product type: recharger, product ID: 97745bp, lot# nlh027416n, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 97745bp, lot#: nlh027416n, product type: accessory. Other relevant device(s) are: product ID: 97745bp, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. The patient reported that there was difficulty recharging. The patient reported that they got ¿burned¿ while charging the ins and had to put ice on the area for 2 hours. The patient reported that they were charging the implant for about 45 minutes when they felt the burn. The patient reported that the burned area was red, and they had to put an ice pack on it for a couple of hours. The patient reported that they have been without stimulation and ¿her back is killing her¿. The patient reported that the manufacturer representative told them that the problem was the controller battery. The patient reported that they removed the controller battery pack out and put aa batteries in the controller and the controller turned on with the double batteries in the controller. The patient reported that the rep told them not to use the battery pack. It was reported that the controller had an ¿ins battery level low (screen 66)¿ error message. The patient reported that they put the battery back in the controller and plugged the controller into the power supply and the controller started to charge and was at 70% but the implant was low and stim was off. The patient reported that they were getting poor recharge quality but repositioning the antenna resolved the poor recharge quality issue and was able to charge ins and had good recharge quality. The patient reported that recharger speed was set at 4. The patient reported that the controller found the ins and recharger quality was excellent; recharge quality was going between good and excellent. A replacement battery pack was requested.

Manufacturer narrative:
Product ID: 97745bp, lot# nlh027416n, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that when the stimulation is on, the pain goes away but when they turn the stimulation off their body start hurting. The patient reported that the replacement recharger resolved the issue about difficulty recharging.

Manufacturer narrative:
Product ID 97745bp, lot# nlh027416n, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that they contacted the managing physician about the burn during recharging and the issue about the ¿back killing¿ them. The patient reported that they were contacted by the rep and told to put ice on the burn. The patient reported that they weigh (B)(6) at the time of the event. The patient reported they ¿still have problem¿. The patient reported that they had surgery on (B)(6) 2018 but did not indicate if the surgery was related to therapy. Additional follow up had been made to get clarification about the surgery.